Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of a 5 cm in diameter abdominal aortic aneurysm. The physician stated the event was related to the procedure and the device. The patient presented with a loss of femoral pulse. It was reported that the patient¿s internal iliac is thrombosed. A recent CT confirmed that there was occlusion of the stent graft. The physician elected to perform a thrombectomy and the occlusion was resolved. No additional clinical sequelae were reported and the patient is fine. Date of event: exact date is unknown.

Manufacturer narrative:
(B)(4).